Event description:
N/a.

Manufacturer narrative:
It was being reported that the cardiosave intra balloon pump (iabp) had an issue regarding the "pressure regulated" malfunction. A getinge field service engineer (fse) had evaluated the unit and when they checked it was being found that the values of vacuum regulator and pressure regulator during the inspection it was being found that the rise to pressure was quite slow and even in the compressor output test, the rotation speed was high at over 1700. Actually the rotation speed of the scroll compressor was high, and when checking the values of the vacuum pressure regulator , the rise from vacuum to pressure was quite slow. Than the fse had replaced the "d119-00-0236" - scroll compressor from which the above problem was resolved , but the vacuum regulator values are becoming more volatile, so the fse had repaired and replaced drive regulator and everything returned to normal. There was no involvement of the patient.

Event description:
N/a.

Event description:
It was reported during inspection the cardiosave intra-aortic balloon pump (iabp) scroll compressor unstable operation. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.